Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the device was explanted. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The explanting facility made the decision to keep the device, so it is not expected to return to boston scientific for analysis.

Manufacturer narrative:
Supplemental report 1: patient identifier number was added.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. Consequently, the device was explanted. At this time, there is no evidence to suggest that a request was made to have data from this device analyzed prior to the explant procedure to confirm the premature battery depletion (pbd) observation. No additional adverse patient effects were reported. The explanting facility made the decision to keep the device, so it is not expected to return to boston scientific for analysis.